Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose but not hospitalized. The customer's blood glucose level was 441 mg/dl. The customer requests assistance with programming the insulin pump. The was treated with bolus. The customer states that she had a bent cannula and declined high blood glucose troubleshoot on the insulin pump. No further assistance need.